Event description:
It was reported that during this pacemaker generator change for elective replacement indicator (eri) this device displayed an alert indicating that radio frequency (rf) telemetry was not available. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.